Event description:
It was reported approximately two months post-implant, during a scheduled filter retrieval, fluoroscopy demonstrated a detached arm. During the retrieval, the remaining portion of the detached arm fractured at the apex traveling to the pulmonary artery. The filter was retrieved successfully; however, the detached arm remains embedded in the ivc wall and the remaining fractured arm was left in the pulmonary artery. No reported patient injury.

Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed. The investigation is currently underway.